Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that during surgery, the anchor would not deploy into the bone and was reported to be stuck with the inserter. The surgery was successfully completed with another device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the anchor would not deploy into the bone and was reported to be stuck with the inserter. The surgery was successfully completed with another device. No adverse events have been reported as a result of the malfunction.